Event description:
Following implant, the pt could talk to the doctor and "the symptom was getting well". At 8 pm, the pt was in coma; the doctor found "the pt got cerebral hemorrhage". The doctor did drainage surgery, but the pt was still in coma and paralyzed on the left side. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)